Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a peritoneal infection and subsequently passed away due to the peritonitis and another indication. The cause of death was reported to be liver cancer and the peritoneal infection. Seven days prior to death, the pt was admitted to the hospital due to having symptoms of very weak, no appetite, nauseous, and dehydration. On an unreported date, the pt experienced a peritoneal infection (unspecified). The cause of the infection was not reported. Treatment was not reported. Subsequently the pt passed away due to the events. Pd therapy was ongoing but discontinued on the evening prior to death. An autopsy was not performed. It was reported that a death certificate is available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient's height: (B)(6). Should additional relevant information become available, a follow-up will be submitted.